Event description:
During implant, the patient experienced diaphragmatic stimulation at outputs greater than 5 v with a pacing threshold of 2 v. All other measurements were good, so the physician decided to connect the pulse generator. After the device was connected, occasional stimulation was also noted at low outputs of about 2 v. The stimulation was tolerated well, so the pocket was closed. The stimulation became frequent over the next few days, so the lead was explanted.

Manufacturer narrative:
No medwatch form was received.